Event description:
It was reported that this pt was not receiving benefit from his cochlear implant, which was implanted 2 yrs prior. Xrays and a CT confirmed that the device was not fully in the cochlea due to "difficult anatomy". The surgeon explanted the device in 2006, and reimplanted the pt on the contralateral side with a new device.

Manufacturer narrative:
This is a final report.